Manufacturer narrative:
E1, e3, e4: the name and occupation of the initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that the battery failed upon automated impella controller (aic) start up. A loaner was sent to the customer. No report of patient involvement, harm, or injury.